Event description:
It was alleged that the access door would not latch lock due to being removed from the stretcher. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.